Event description:
It was reported that the two fibers broke while inside the ureteroscope. The ureteroscope was reported to have been damaged. It was unk how the case was completed and there is no additional info available. Pt outcome: "no damages to the pt". This report is for the first fiber.

Manufacturer narrative:
Fiber analysis: the fiber was found to be broken into 3 sections, approximately 4 ft (including the connector), 5 ft and 3 ft. The fiber jacket exhibited signs of stretching at the break locations; no evidence of thermal damage (char, burn, melting) to the fiber or sheathing was observed. The fiber was returned without the identification label, therefore the lot # could not be verified. The most probable root cause of the device failure was suspected to be related to use handling/excessive bending during the procedure. Reference MFR #2937094-2013-01408.